Event description:
The user facility reported that their advantage plus endoscope reprocessing system leaked water and disinfectant. Employees that were exposed to the disinfectant fumes sought medical treatment at the user facility emergency department; however, it is unknown what medical treatment was administered.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the plastic adaptor fitting was damaged. As the adaptor fitting, that is used for units tubing connection, was damaged, this allowed water and disinfectant to leak from the unit and for the reported event to occur. The technician replaced the adaptor fitting, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.